Event description:
Additional information later reported the patient¿s hcp was no longer willing to see them because they had missed 2 appointments when the patient was hospitalized. The patient¿s hcp was weaning the patient off the pump because ¿she didn¿t need it anymore.¿ the patient had not had any luck finding an hcp to remove their pump and had tried contacting hcp¿s provided without success. The next closest hcp¿s are 4 hours away in the neighboring state. The patient was in the e.r. (B)(6) 2014 and per the ER hcp the patient reported there was a "tumor around" the pump that causes her pain. The ER hcp stated the surgeon at the hospital was a general surgeon and was not going to ¿touch¿ the pump.

Event description:
The patient was seeking a new hcp as they were no longer seeing their hcp ¿ due to a conflict of interest.¿ per the patient they were getting ready to remove the pump, they had been weaning the patient off for a while and it was about to go dry so the patient wanted to know how to get it removed. The patient stated they were not having problems with the pump, but did state they ¿I know I have a fatty tumor on it which is irritating, but not any emergent medical problem¿. The patient wanted to know if it was harmful if the alarm went off. The patient was in the hospital for "stomach issues¿ back in (B)(6) and they found it then. The patient¿s pump sits right on of their stomach so the patient thinks their stomach issues are stemming from that. The pump was used to deliver dilaudid. The patient outcome and interventions were not reported. Further follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n316582, implanted: (B)(6) 2012, product type: accessory. (B)(4).